Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No constant alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump kept alarming with an alarm that she was unable to clear. The customer stated that she was sleeping when the alarm occurred. The customer removed the battery, reinserted the battery and the insulin pump was working fine for a while. The customer's blood glucose was 135 mg/dl. While sleeping, the issue recurred again. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.